Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that there was vegetation on the patient's right atrial (ra) lead due to infection. Transesophageal echocardiogram was performed confirmed the vegetation on the ra lead. The physician stated the infection was not related to abbotts' devices. The pacemaker, the ra lead and the right ventricular lead were explanted due to the infection. The patient was stable throughout the procedure.